Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system recorded a signal artifact episode with minute ventilation feature oversensing and a high, out of range (oor) pacing impedance from ring to can at the right atrial (ra) lead channel. An automatic safety switch alert was observed due to the oor impedance values. A possible spring contact issue in header was discussed. Also some farfield oversensing was observed at the atrial channel. It was recommended to bring in patient and reprogramming the device. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system recorded a signal artifact episode with minute ventilation feature oversensing and a high, out of range (oor) pacing impedance from ring to can at the right atrial (ra) lead channel. An automatic safety switch alert was observed due to the oor impedance values. A possible spring contact issue in header was discussed. Also some farfield oversensing was observed at the atrial channel. It was recommended to bring in patient and reprogramming the device. The system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this system recorded a signal artifact episode with minute ventilation feature oversensing and a high, out of range (oor) pacing impedance from ring to can at the right atrial (ra) lead channel. An automatic safety switch alert was observed due to the oor impedance values. A possible spring contact issue in header was discussed. Also, some far field oversensing was observed at the atrial channel. It was recommended to bring in patient and reprogramming the device. The pacemaker has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. This device was included in the minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system recorded a signal artifact episode with minute ventilation feature oversensing and a high, out of range (oor) pacing impedance from ring to can at the right atrial (ra) lead channel. An automatic safety switch alert was observed due to the oor impedance values. A possible spring contact issue in header was discussed. Also, some far field oversensing was observed at the atrial channel. It was recommended to bring in patient and reprogramming the device. The pacemaker has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.this investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system recorded a signal artifact episode with minute ventilation feature oversensing and a high, out of range (oor) pacing impedance from ring to can at the right atrial (ra) lead channel. An automatic safety switch alert was observed due to the oor impedance values. A possible spring contact issue in header was discussed. Also some farfield oversensing was observed at the atrial channel. It was recommended to bring in patient and reprogramming the device. The system remains in service. No adverse patient effects were reported.